Event description:
The customer reported to their baxter sales representative (bsr) of six (6) separate situations with six different patients where the IV tubing of the clearlink continu-flo 4-way stopcock extension set, product code 2c6254, lot number ur10c26064, became disconnected at the stopcock. It was reported that there was no patient injury or adverse event due to the condition. No additional information is available.

Event description:
A customer contacted beckman coulter inc., (bci) regarding ion selective electrode (ise) internal reference debubbler that was leaking on the synchron cx5 delta instrument. No injury was reported on this issue.

Manufacturer narrative:
(B)(4). A sample was not available for evaluation, however, a batch review was performed on the reported lot and no deviations were noted.

Manufacturer narrative:
Sample availability is unknown at this time. Should the sample be returned /evaluated or additional information becomes available, a follow up medwatch will be submitted. (B)(4).